Manufacturer narrative:
(B)(4). Batch #: u9539j. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional when the max or min hand activation buttons were depressed. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroid procedure the device was hard to be activated with the max button. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.